Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The pump was unable to prime during prime test due to faulty force sensor resistor. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, cracked reservoir tube lip, broken belt clip slot, and missing end caps ticker.

Event description:
The customer reported via phone call of motor error and no delivery alarm with their insulin pump. The customer's blood glucose level at the time of incident was 187 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.